Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to sui. It was reported that patient underwent transurethral injection of tegress, bulking agent in urethra and removal of mesh erosion in the vagina on (B)(6) 2006 due to urinary incontinence and mesh erosion.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006.

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure. It was reported that patient underwent revision of mesh on (B)(6) 2006 by dr. (B)(6) at (B)(6) due to mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.